Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to corroded motor home switch. The insulin pump was received with intermittent buttons due to corroded electronic assembly. No button error alarms noted. The insulin pump had traces of corrosion on the electronic assembly. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and stained endcap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The insulin pump had a crack and water was inside the display screen. He accidently took the insulin pump into the water. The customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.